Event description:
Explant of a subtalar m.b.a. Device was performed eleven months after the original implant date to alleviate pain reported by the pt. The explanted device was not returned to the MFR nor was there any reported failure of the device.